Event description:
Boston scientific received information that this left ventricular (lv) lead did not deliver pacing when required due to lead dislodgement, which was confirmed via fluoroscopy. The physician elected to surgically abandon the lead and implant a new lv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.